Event description:
A malfunction alarm was reported, displaying a code identified as malf 0. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions for resetting the pump, which the customer successfully followed, and no further issues occurred after the reset. The customer was advised to monitor the situation and reach out if any additional problems arise.